Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that hardware low level failures was occurred. Blood glucose was 5.8mmol/l. Customer was able to rewind the insulin pump. They have tried changing battery and re-starting pump but same issue was recurred. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump error 63 alarm confirmed in the pump history due broken trace on keypad assembly. The audio beeps properly during the self test.